Event description:
A cartridge alarm, specifically alarm 30, was reported by the caller during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy to prevent interruption in insulin delivery. Technical support confirmed consecutive cartridge alarms and decided to replace the pump, which is still under warranty until november 2028. The customer was informed that a replacement pump with updated software would be sent, along with training available in their source account. They also received instructions on putting the pump into storage mode and the procedure for returning the problematic pump using a pre-paid label within 10 days, all of which they understood and acknowledged.